Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave catheter the flush port was found to be cracked. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.